Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse was able to reproduce the error. Fse continued to troubleshoot and found a dropped cup in the incubator and found the alignment for the cup transfer assembly claws not opening far enough. Additionally, the z-axis alignment was too high up on the incubator cup. Fse realigned the claw opening and the z-axis height. Fse then ran the cup transfer test 20 times without any errors. The customer performed calibration, ran the daily check, and quality control. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 07-nov-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the 4153 c-trans z-home overrun error was the cup transfer claws opening and the cup transfer z-axis height was out of alignment.

Event description:
A customer reported error message 4153(c.trans-z home overrun) while running calibration with the aia-900 instrument. The customer stated that the waste was not full and there was no back up in the waste chute. The customer tried an all set home but the error reoccurs. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.